Manufacturer narrative:
The actual device was not available for inspection, however, a picture was provided. Visual inspection observed an external fluid leak from the drain bag sealing near the stopcock. The reported condition was verified. The customer reported that an external fluid leakage from the drain bag occurred 3 - 4 hours after treatment started. All accessories provided within the set, including drain bag, are single use products. This means that once used, the drain bag must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. The filling/emptying cycles of he drain bag when used during several hours of treatment leads to physical constraints on the bags, eventually causing pinholes to form and leakage to happen. However, the prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. Furthermore, the prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Only one bag is provided within the sets since this bag is the one needed to prime the set and to start therapy. Since therapy duration and prescribed doses vary for each patient and therapy, spare bags should be used. Based on the above, the main cause identified for the reported event is an unintended use of the effluent bag a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100, an external fluid leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information added to d1. Should additional relevant information become available, a supplemental report will be submitted.